Event description:
Follow up information received reported that the patient still had concerns regarding their therapy/device. It was also noted that the manufacturer's representative was most helpful to the patient and that they were going to make an appointment in on month. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot # v003010, implanted: (B)(6) 2006, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3031a, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had "a problem" and saw a manufacturer's representative at her healthcare provider (hcp)'s office. The patient was informed that her programming had reverted back to its original setting and "it literally knocked her to the floor." The reporter indicated that the hcp was asked if he wanted to see the patient to which he declined. If additional information becomes available, a follow-up report will be sent.